Manufacturer narrative:
One used cadd-legacy® plus pump was received for investigation. A visual inspection was performed and no physical damages were found on the device. There was no evidence of the reported issue in the event history log. The reported error was verified. An alarming "double beep" was activated when powering up the pump. A faulty upstream occlusion sensor was determined to be the cause of the alarm. A root cause for the faulty occlusion sensor could not be determined.

Event description:
It was reported that a cadd-legacy® plus pump was continuously alarming. No injury was reported.